Event description:
It was reported that the patient experienced mechanical issues for the past two years with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing ipp was removed and a new ipp was implanted. During the procedure fluid leak was noted on the tubing leading to the reservoir. No further surgeries were necessary after the new device was placed. No information was provided about the patient's outcome. No more information was available through the physician. No more information available at the moment. Should additional information become available, it will be provided.